Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient suffered a heart attack (myocardial infarction) during continuous cyclic pd (ccpd) therapy. The patient's spouse contacted emergency medical services (ems), and the patient was taken to the intensive care unit (ICU). Further details were provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn stated the patient was in the community eating dinner when they experienced chest pain ("like a bear hitting my chest"). The chest pain diminished slightly, and the patient decided to return home after dinner and took nitroglycerin (dosage not provided). During this time the patient¿s spouse set up the patient's ccpd treatment, after which the patient connected and got into bed. Once in bed, the patient began feeling uncomfortable, their chest pain returned, and they were concerned the nitroglycerin was not working. The patient's spouse contacted ems, and the patient was taken to the hospital. While hospitalized the patient underwent quadruple bypass surgery on (B)(6) 2025 and is recovering from the serious adverse events. The pdrn reported the definitive cause of the myocardial infarction is unknown, however it was reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s). The patient¿s symptoms reportedly began at the restaurant prior to the patient beginning ccpd therapy. The patient was transitioned to hemodialysis (hd) after receiving a central venous catheter (not a fresenius product), and pd was placed on hold. The patient remained hospitalized at the time of follow-up and was scheduled to continue hd therapy for approximately 30 days post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of a myocardial infarction, characterized by chest pain, which warranted hospitalization and transition to hd for renal replacement therapy (rrt). The definitive cause of the patient¿s myocardial infarction is unknown; however, the patient has a significant cardiac history and underwent quadruple bypass surgery during the hospitalization. The pdrn reported the serious adverse events were not caused by a fresenius device and/or product. The patient¿s symptoms began prior to the initiation of treatment and were still present when the treatment began. Myocardial infarctions and cardiovascular disease are frequent complications in patients on chronic dialysis. Due to the high rate of cardiovascular complications in patients when they initiate dialysis, they are at high risk of encountering a myocardial infarction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device and/or product caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product or device failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient suffered a heart attack (myocardial infarction) during continuous cyclic pd (ccpd) therapy. The patient¿s spouse contacted emergency medical services (ems), and the patient was taken to the intensive care unit (ICU). Further details were provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn stated the patient was in the community eating dinner when they experienced chest pain (¿like a bear hitting my chest¿). The chest pain diminished slightly, and the patient decided to return home after dinner and took nitroglycerin (dosage not provided). During this time the patient¿s spouse set up the patient¿s ccpd treatment, after which the patient connected and got into bed. Once in bed, the patient began feeling uncomfortable, their chest pain returned, and they were concerned the nitroglycerin was not working. The patient¿s spouse contacted ems, and the patient was taken to the hospital. While hospitalized the patient underwent quadruple bypass surgery on (B)(6) 2025 and is recovering from the serious adverse events. The pdrn reported the definitive cause of the myocardial infarction is unknown, however it was reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s). The patient¿s symptoms reportedly began at the restaurant prior to the patient beginning ccpd therapy. The patient was transitioned to hemodialysis (hd) after receiving a central venous catheter (not a fresenius product), and pd was placed on hold. The patient remained hospitalized at the time of follow-up and was scheduled to continue hd therapy for approximately 30 days post-discharge.